Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of the colleague infusion pump with failure code 810:03 was confirmed during service. The assignable cause was a faulty pumphead module. The pumphead module has been replaced. Additional: a service history review has been performed and the device has not been previously serviced for the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During the product evaluation at baxter for another report, a colleague infusion pump experienced failure code 810:03 during infusion which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.